Manufacturer narrative:
Batch review performed on 06-may-2024: lot 2103821: (B)(4) items manufactured and released on 15-jun-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical manager: a tha revision surgery was performed 2 years after the primary implant. The reported reason for the revision was aseptic loosening, with the surgeon identifying the undersizing of the stem and the patient's weight as the root causes. The available pre-revision x-ray show radiolucency lines in the proximal part of the stem, associated with distal cortical thickening. The prensece of a sclerotic rim in the proximo-lateral aspect of the stem may suggest subsidence possibly due to undersizing. Aseptic loosening is a literature documented complication after primary cementless hip arthroplasties and causes are often unknown. However, in this case, stem undersizing and the patient's characteristics (weight, bone biology, etc.) May have contributed to the issue.

Event description:
At about 2 years and 1 month after primary the patient has been revised because of stem aseptic loosening. According to surgeon, the possible cause could be the undersized of the stem and the weight of the patient. All components revised successfully.